Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump failed preventive maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). This MDR was initially reported in error. Upon additional information received from the customer, it was concluded that the reported malfunction is not reportable and manufacturer report number 1314492-2015-12160 can be removed from the FDA database.

Event description:
Additional information was received from the customer on 12/29/2015. The customer stated that the preventive maintenance test failure was a cracked rear case.